Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, in ada site #25 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate loading was performed. Biomechanical overload was present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two weeks after the dental implant was placed, in ada site #25 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate loading was performed. Biomechanical overload was present. There were no reported patient injuries or complications